Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a part of the metal connecting the c-ring on the hemopro 2 fractured from the harvesting cannula and fell inside the pt's leg. The c-ring was retrieved from the pt. The same device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).